Event description:
It was reported by the rep that when the device was used with the reload cartridge during a laparoscopic gastric bypass procedure, it did not staple. Opened another device to complete the case. There was no consequence to pt.